Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation confirmed the negative anti-hcv ii result obtained on the elecsys assay. Calibration and quality control data for the analyzer were within specifications. However, the inno-lia hcv blot test results were deemed invalid per the method sheet, and additional testing with other methods was recommended. A definitive root cause for the discrepant result could not be determined based on the available information. The elecsys anti-hcv ii assay was confirmed to be performing within specifications. Single false-negative results are covered by the sensitivity claim outlined in the assay's instructions for use (IFU). The device remains in operation at the customer site, and a follow-up sample was recommended for further evaluation.

Event description:
The initial reporter alleged a discrepant negative result for the anti-hcv g2 elecsys e2g 300 assay on the cobas e 801 analytical unit when compared to results from abbott and elisa, which were reactive. On (B)(6) 2023, the patient sample was tested on the cobas e 801 analytical unit, yielding a first-run result of 0.140 coi (non-reactive) and a repeat-run result of 0.159 coi (non-reactive). Testing of the same sample on the abbott system produced a first-run result of 2.06 s/co (reactive) and a repeat-run result of 2.08 s/co (reactive). Elisa testing of the sample yielded a result of 4.5 s/co (reactive). The negative result from the cobas e 801 analytical unit was not released outside of the laboratory.